Event description:
The customer stated that he tested his blood sugar using a one touch meter and a contour meter. The one touch read 102 mg/dl, while the contour read 420 mg/dl. The difference between the readings falls in the "d " zone of the parkes error grid, making the difference clinically significant . No adverse events were alleged. The meter and test strips are to be returned for evaluation. Replacement products were sent to the customer.